Event description:
A customer reported that coulter lh750 hematology analyzer generated erroneously elevated white blood cell (wbc) and hemoglobin (hgb) results on two patient samples. The erroneous results occurred in conjunction with a lyse leak, and the instrument generated user defined 'h' and 'h & h check fail' flags. The erroneous results were not reported out of the laboratory, and the customer stopped using the instrument. There was no exposure to open wounds or mucous membranes. All operators were wearing personal protective equipment consisting of lab coat, gloves and a full face shield at the time of the incident. The material safety data sheets (msds) was not reviewed, but it is readily available. The lab does have an exposure control or risk management plan in place. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
The sample size was 5ml collected in hemaguard. Controls are run once every shift. Controls run after the incident recovered within the range. The workstation flagged the laboratory limits for wbc and hgb with an 'h' for high. Also the h&h flags occurred as well as the other quality control indices (mchc and mch) which flagged out. Bec customer technical support (cts) guided the customer through troubleshooting procedures, which revealed tubing had popped off of ff (feed-thru fitting) 125 of the lyse pump and no lyse was being dispensed into the wbc bath. The customer was instructed to trim the tube 1/8 inch, reconnect, and prime cbc lyse. The problems with high wbc, high hgb, no cbc lyse going into wbc bath and the cbc lyse leak were all resolved. After the repair, the instrument is currently performing within qc specifications with respect to accuracy and precision. The customer mentioned that if the samples had gone as far as the lis, the lis would have flagged their delta check which would have prevented the results from going out of the lab. The root cause for the high wbc, high hgb and lyse leak is attributed to tubing which had popped off ff 125 of the cbc lyse pump.